Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for eval and the investigation is ongoing at this time. A f/u report will be submitted when the investigation results become available.

Event description:
(B)(4).